Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device was being used in the cath lab. When the customer attempted to use the device on a patient, the display was blank. The customer retrieved and used another device. There was no patient harm or injury. There was no reported adverse patient impact.

Manufacturer narrative:
One battery pca was returned for failure analysis. Although reported ¿blank screen¿ problem could not be verified/duplicated, j1 pins 1 and 2 were slightly bent.